Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the device trace download. Device was monitored hours and no blank display anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that they experienced high blood glucose level of 466mg/dl as well as blank display. Customer received a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.